Manufacturer narrative:
Complaint has been evaluated and is similar to report number (B)(4) _1644408-2019-00803; 400-03-361, s814 - stability, poor joint, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Vascular issues, instability in right hip. Head/ liner exchange to convert to dual mobility.